Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the half-height cubie drawer failed to open. A field service engineer contacted the customer regarding the equipment keys before heading to the location. The customer called back reporting that the issue was resolved

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, it had a cubie drawer #11 is not recognized. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.